Manufacturer narrative:
(B)(4). Combined initial / final report. Concomitant medical products: medical product: tprlc 133 t1 pps ho 12x144mm, catalog #: 51-104120, lot #: 6786095, medical product: g7 vit e neutral lnr 36mm f, catalog #: 30103606, lot #: 64952318, medical product: g7 pps ltd acet shell 56f, catalog #: 010000665, lot #: 6807678. As the product has not been received, the investigation was limited to the information provided; a review of device history records and complaint history. We have not been provided with x-rays or any supporting documentation which could provide additional information. Information received confirmed that no additional information is available. A review of the manufacturing history records confirms no abnormalities or deviations reported. The sterilisation certificates were reviewed and confirmed that product is sterilised within the specification range. A review of the complaint database over the last 3 years has found no similar complaints reported with these items. Risk assessment: risk management report documents the estimated residual risk associated with the reported event. The root cause of the issue could not be determined with the information currently available, therefore the specific failure cause within the risk tables could not be selected for comparison. The reported event states revision due to leg length discrepancy. This incident has a severity score of 3 which is defined in the rmr as: prescribed medical or surgical intervention to preclude permanent impairment of a body function or body structure. Contributed to minor, temporary, or medically reversible injury. The outcome of the reported event (surgical intervention) is in line with the rmf. No corrective or preventive actions are deemed necessary at this time. If any additional information becomes available, then the complaint will be reopened and investigated thoroughly.

Event description:
It was reported that the patient underwent left total hip arthroplasty on (B)(6) 2021. Subsequently, the patient underwent a revision procedure on (B)(6) 2021 due to leg length discrepancy. The stem, head and liner were removed and replaced.